Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was in need of repair. It was indicated that the stylus did not align with the display cursor. The connection from the printed circuit board (pcb) to the overlay required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was in need of repair. The programmer was returned for service. No patient complications have been reported as a result of this event.